Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01913. It was reported during and ipg procedure the physician had difficulty inserting one of the patient's extensions into the ipg. The plastic tube that is proximal to the contacts was broken and the physician struggled to insert the extension due to it not being firm enough. The physician was finally able to insert the extension into the ipg. The extension remains implanted. Both of the patients extensions are being reported as it is unknown which extension is fractured.